Event description:
Pt alleges receiving implants on 11/18/88. Pt alleges for the last two years (ie, 1994) having pain and sensitivity, especially when weight gain occurred. Physician's note states pt has concern regarding the long term safety of silicone gel implants.